Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a loss of flow distal to the impella. An external femoral to femoral bypass was placed to restore the flow down the leg. Pedal pulses were absent, but legs were both noted to be warm. The patient was later successfully weaned and explanted in the catheterization laboratory and the impella site successfully closed with angio seal. The patient then experienced a drop in heart rate and no pulse was found in the carotid artery. Cardiopulmonary resuscitation was initiated, return of spontaneous circulation was achieved, but the patient coded again and time of death was called. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.